Manufacturer narrative:
Product event summary: analysis found the ventricular output connector was broken. Analysis also found the attachment ring was bent and the upper case was broken.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.